Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported left side ¿hole in radius¿ and "particles in valve." Device has been explanted and replaced .

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening on radius side assessed as fold flaw opening. Additional observations: ¿ wear abrasion is observed. ¿ yellow particles in device inner surface are observed. ¿ creases are observed. ¿ brown particles in the fill channel were observed on the shell. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.